Event description:
Hcp reported concerns over patient with poor effect or no effect from itb although patient had responded well to trial dose. Follow up with hcp revealed patient had experienced increased spasms and no relief in addition to development of a seroma. Fluid in seroma was cerebro spinal fluid and baclofen. Pump study revealed pump was functioning well. Surgical exploration revealed an intrathecal tear. It was not known if the catheter contributed to the intrathecal tear or if possible leakage around the catheter occurred. A lumbar drain was placed and pump and catheter implanted. Post operatively the patient developed a pulmonary embolus - patient remains hospitalized for this condition. The incisions are healing well without signs of infection. Patient's pump has been started but patient received no priming bolus so therapeutic result is not evident to date.